Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead had repeatedly been found to have impedances of >2500 ohm in both bi-polar and uni-polar. There is no physical damage visible via the chest x-ray. The lead was capped and replaced with another brady lead. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.